Event description:
Hospital reported that pt received burns on and/or around return pad site after 10+ hour procedure.

Manufacturer narrative:
Valleylab is pursuing the return of the samples for investigation.